Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the printer would not work and it was replaced. Analysis further noted that the electrocardiogram connector on the link electronic module (lem) printed circuit board (pcb) was loose, that the keyboard and slide cover were missing as were three screws from the hinge plate, all found defective and missing parts were replaced and the lem pcb was also calibrated. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer's printer was not working. It was further stated that printing from the programmer was not legible, that it printed only horizontal lines. It was noted that the user attempted to clean the printer head as per instructions but when the printer tray was reassembled the printer no longer printed. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.